Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim display this report is made based on the results of an investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2014 with the following findings: the display is dim/fading/reddish. Testing was unable to confirm complaint of time and date reset in the black box. The pump was exercised for 24 hours, battery removed and the time and date reset complaint was duplicated within 23 hours . The pump case was removed and corrosion was found under the internal battery. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).